Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part-lot number combination per qlik query executed on (B)(4) 2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via cst that the 5mm fastin with orthocord without needles suture snapped. The doctor opened another anchor. The case was completed successfully, but the surgery was delayed seven minutes to open a new anchor. Fragments were not generated. There was no patient consequence. Additional information provided by the affiliate reported the issue was detected when the surgeon was passing the blue suture through the tendon during an arthroscopic rotator cuff repair. It was stated that the suture broke near the anchor. The affiliate additionally reported that a mitek expressew auto-capture and suture cutter was used during the procedure and the surgeon reportedly utilized proper suture management. It was reported that a new bone was required in order to use a new suture. Additionally, as a new anchor was opened and implanted the surgeon had to tie down the tendon in order to complete the procedure.